Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system with a dexcom g7, with the lowest cgm value of 60 mg/dl confirmed by glucometer, lasting about one hour, and the user stated that insulin delivery from the ilet preceded the drop; the event was treated with oral carbohydrates including juice, frosting, or glucose. Symptoms included hypoglycemia with shaking or tremors. Outcomes included the need for unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.